Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient has seen residue on the disposable filter. The patient reported using an ozone-based disinfection device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient the manufacturer received information alleging the patient has seen residue on the disposable filter. The patient reported using an ozone-based disinfection device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. No other peripherals or accessories were returned with the device. The manufacturer inspected externally observed that evidence of sound abatement foam degradation/breakdown was observed in this device. A musty odor and ringing sound were observed during therapy. Sound abatement foam that had the appearance of retained moisture on both sides of the blower box. A significant amount of sound abatement foam was missing from the blower box. Pieces of black contamination, consistent with degraded sound abatement foam, were in the blower box and on the blower box cap. Black contamination, consistent with degraded sound abatement foam, was found on the outside and inside of the blower motor and blower outlet seal. Presence of sound abatement degradation was confirmed using a fitt (foam integrity test tool) on both sides of the blower box. The product investigation laboratory was able to confirm the presence of degraded sound abatement foam in the device. Secondary findings were observed as 0 errors were logged. Pil was not able to get care orchestrator information from the device. Dust-like contamination was found throughout the device. Spots of unknown brown contamination on the top enclosure. Spot of unknown brown contamination on the bottom enclosure and on the sd card door. Unknown black contaminant, inconsistent with degraded sound abatement foam, on the bottom enclosure. Hair-like fibers on the ui panel. The screw bosses on the blower motor were brittle and cracked during disassembly. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. Pil was able to confirm the complaint, but not address the symptoms specified. In box d: device available for eval? And date returned to mfg has been updated. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.